Event description:
The pt reported e4 (occlusion) was displayed on the infusion device and her blood elevated to over 600 mg/dl. She bolused through the infusion device to lower her blood glucose. She was hospitalized due to elevated blood glucose (treatment received was not provided). She also reported, she had pyelonephritis (kidney/ureter infection). Her normal blood glucose range is 80-150 mg/dl. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.